Manufacturer narrative:
Findings: all buttons function properly however moisture damage was found on keypad traces. Pump passed self test and displacement test and all operating currents were normal. No blank display, unexpected low battery, off no power or battery out of limit alarm noted. Pump had missing end cap sticker. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after dropping the device in the water. The customer had a blood glucose level was 110 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.